Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The patient is doing well postoperatively. The explanted device will not be returned as it was retained by facility.